Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.

Event description:
The pt was admitted for a procedure in 2008 with a 90% lesion in the proximal left anterior descending (lad) branch. After conducting pre-dilation, a 3.5x23mm cypher stent was delivered to the target lesion. While the stent delivery system (sds) was being inflated, the pressure of the inflation device stopped increasing above 6atm and blood was flowing back into the device. The sds was removed from the pt and the physician found contrast medium leakage at the guidewire exit port. Post-dilation and an intravascular ultrasound were conducted, and the procedure was safely completed.